Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged, ar-1204as-100, flipcutter¿, batch 4290153552, was received for investigation. Visual inspection revealed significant surface damage to the device's cutter tip, which prevents it from opening and closing as intended. Functional testing was not performed due to damage to the device. The most likely cause is attributed to misuse due to user error of using excessive force to pry and/or leverage the device during use. Complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an revision of an anterior cruciate ligemant reconstruction surgery the flipcutter failed to straighten after reaming the femoral tunnel. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.